Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced surgical repair of a recurrent large paraoesophageal hernia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred on an unknown date. -procedure to repair a recurrent large paraoesophageal hernia on (B)(6) 2017 upon which device was removed for the safety of the patient during the hernia repair. -patient is "doing very well" as of (B)(6) 2018.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced surgical repair of a recurrent large paraoesophageal hernia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Procedure to repair a recurrent large paraoesophageal hernia on (B)(6) 2017 upon which device was removed for the safety of the patient during the hernia repair. The device was found in the correct position/geometry. Patient is "doing very well" as of (B)(6) 2018.

Manufacturer narrative:
(B)(4).